Event description:
The customer reported that the device did not complete two complete seals during a thyroidectomy. An end tone was provided by the generator in use, indicating that a complete seal cycle, was made. The bleeding was described as minor and was stopped using an electrosurgical pencil. The surgeon continued using the device in order to successfully complete the procedure. No additional bleeding areas were observed. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.